Event description:
It was reported that during a rotator cuff repair procedure using an ambient megavac 90 wand, the fuse on the controller blew causing the wand to become non-functional, due to wand's single fuse feature. The controller fuse was replaced, however no back up wand was available. The procedure was completed using a competitor's device. There were no significant delays or pt complications reported as a result of this event.